Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The patient also reported that they felt shocks from the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.